Manufacturer narrative:
Block b3: exact date unknown, event occurred several weeks prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 3043665/ 3035466.

Event description:
It was reported that the patient had inadequate stimulation. It was also mentioned that the patient was having sensitivity around the implant area. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices were kept by the facility.